Event description:
Pt rec'd a l3-l4 fusion approx 2 years prior to a recent motor vehicle accident. The pt developed low back pain after the accident and a CT scan showed a large mass in the spinal canal. The pt was taken to surgery to remove the mass which turned out to be unconstrained bone graft and the optimesh device. The previously inserted pedicle screw construct was also revised at that time. The pt had new allograft and a new pedicle screw construct implanted.